Manufacturer narrative:
To date, the final implants were not implanted yet. Batch review performed on 28 august 2018. Lot 177991: (B)(4) items manufactured and released on 22 january 2018. Expiration date: 2023-01-04 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Others devices involved. Gmk-sphere reference 02.07.1202l (k090988) tibial tray fixed cemented size 2 l. Lot 177760: (B)(4) items manufactured and released on 28 february 2018. Expiration date: 2023-02-13 no anomalies found related to the problem. To date (B)(4) items of the same lot have been already sold without any similar reported event. Reference 02.12.0211fl (k140826) tibial insert fixed sphere flex size 2/11 mm l. Lot 155638: (B)(4) items manufactured and released on 29 february 2016. Expiration date: 2021-02-01 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere reference 02.07.0033rp (k090988) patella resurfacing size 1. Lot 176695: (B)(4) items manufactured and released on 01 march 2018. Expiration date: 2023-02-14 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon removed the implant due to an infection 1 months and half after primary surgery. After that he implanted a spacer. The final revision has not been scheduled yet. After the removal of the devices, he found that the explanted component were not adhered completely to the bone cement in comparison with the competitor's one. He felt the adhesion strength of bone cement and our devices were too low. [(B)(6).]

Manufacturer narrative:
Update october 09, 2018: no info about revision will become available. Visual inspection performed by r&d product manager on september 28, 2018. Revision surgery after about 1 month and a half from primary implantation for infection. No traces of residual cement can be seen on the distal surface of the explanted tibial baseplate and on the internal surface of the femoral component in contact with the bone. This is something usual to be seen on explanted components even if the cause of revision is not instability, loosening or mobilization. Therefore, lack of cement on the explanted components is not an evidence of lack of adhesion between the cement and the implant due to faulty devices.